Event description:
It was reported to nova biomedical when a consumer was performing a ketone test he received a glucose strip prompt on the meter appeared and not a ketone prompt. During the call to customer support, a blood glucose test was performed using another ketone test strip and again the tester displayed "glu" prompt rather than the "ket" prompt. The consumer continued to test and received a blood glucose reading with the ketone test strip. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.